Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had other visual disturbance-could not tolerate mono vision with an intraocular lens (iol). Therefore, the lens was explanted from the patient's right eye. Another johnson & johnson lens (same model and lower diopter) was implanted as a replacement. The patient has recovered. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes returned to manufacturer on: 2/25/2021 section h3: device returned to manufacturer ¿ yes device evaluation: visual inspection under magnification revealed what appeared to be dried blood and viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed two other complaints were received under this production order; however, no investigations were performed. No product malfunction or deficiency could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.